Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made to obtain; patient treatment settings, patients information, patients photos, and sun exposure. An incident form and a photo of the et hp were returned. An examination of the subject device by a lumenis technical expert concluded that the lightsheer duet system is "working well" and is not the suspected cause of the event reported. A review of device labeling ((B)(4)) states the following: warning: the sapphire tip of the et handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain. Following an evaluation of the photo of the et handpiece by a lumenis technical expert, it was determined that the sapphire tip was clearly not clean. Although the foreign matter (burning) on the tip is under the sapphire, this device should not have been used. There was no way for the user to even clean it since the wear was under the tip and inaccessible. The lumenis technical expert concluded that failure on the part of the device operator to adhere to the warning described in device labeling to be the root cause of the reported event. The et handpiece should have been retired prior to this event. The most probable cause of the reported event is operator error, a failure on the part of the device operator to follow instructions/warnings described in the device labeling.

Event description:
A user facility reported that one patient suffered a burn of unknown severity following a hair removal treatment with a lumenis duet et handpiece.